Event description:
A customer report that the home patient (hp) was having connection issues with the transfer set and the cassette. The caregiver (cg) reported that the cassette and transfer set would not lock together, they would keep clicking and then continued to turn. The set disconnected and the cg had taped the connection. However, the connection would leak through the tape, because the transfer set and cassette were not connected properly. The transfer set was replaced on an unknown date. No additional information was provided at this time.this is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and a clamp function test were performed with no issues noted. The device was also used with the homechoice (hc) device in the lab for a simulation of a real therapy, but no problems were identified. Therefore, the reported issue could not be confirmed and the cause was not identified. If additional relevant information is obtained, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.